Event description:
It was reported that, during a revision internal fixation surgery, two (2) accord tensioner were used but then the locking handle became locked and not able to unlock. Multiple people tried of various size and build but no-one could unlock it. The surgery was completed, after a non-significant delay, changing the surgical technique. No injuries were reported.

Manufacturer narrative:
Internal reference number: (B)(4).

Manufacturer narrative:
H6 has been updated.

Manufacturer narrative:
Additional information: d9 (received for analysis). Corrected data: b1 (product problem), h1 (removed serious injury), h6 (health effect - impact code). H11: this complaint has been reassessed based on the available information. It was determined that this event does not fulfill reporting requirements per 21cfr803. This event was inadvertently classified as a serious injury. The reported jamming experienced with the accord tensioner was not associated to a serious injury as previously indicated. In addition, there is no evidence suggesting that smith+nephew devices were involved with the revision performed on (B)(6) 2024. Investigative actions will be performed to determine the root cause of the reported issue. The applicable IFU recommends to inspect all reusable devices and replace any damaged units as necessary. This complaint will be monitored as per our standard post market surveillance plan.